Event description:
Upon reassessment of the reported event, it was reported only two of the five cables were fractured during the procedure. No allegations were made against the remaining cables. The initial report was forwarded in error and should be voided

Manufacturer narrative:
Upon reassessment of the reported event, it was reported only two of the five cables were fractured during the procedure. No allegations were made against the remaining cables. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 64282338, qty 3; 00223200518 cable greater trochanteric reattachment device for distal end plate of long gtr device 1.8 mm dia. 635 mm (25 in.) Length 64355066. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -02474, 0001822565 -2019 -02476, 0001822565 -2019 -02477. Device discarded.

Event description:
It was reported that during a hip revision arthroplasty, the cables broke while fixing the greater trochanter region. A delay of forty minutes was noted during the surgery. No additional information is available.